Manufacturer narrative:
Returned device was received in excellent physical condition except for a warped water tank cover. During the evaluation of the device, the initial complaint was replicated and was caused by the warped water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking from the bottom. No adverse events were reported.